Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip is bent, causing misalignment of grips. Bent grip has separation of the yaw pulley and conductor cap at the glue joint, indicating overloading at the tip. There is also an offset at the tips. Engineering also observed the distal end of main tube has 2.5 inch long section located 1 inch above the proximal clevis with material removed on one side of the tube. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci prostatectomy procedure, the maryland bipolar forceps instrument did not work. No additional information was provided. No patient harm, adverse outcome or injury was reported.